Event description:
It was reported that during a percutaneous transluminal coronary interventional procedure, removal difficulties were encountered. The lesion was located in an unspecified vessel. The ultra 2 monorail cutting balloon 15x4.00mm damaged an unspecified stent strut upon removal. No patient injuries or complications were reported. Attempts to gain further information were unsuccessful.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.